Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record found no manufacturing nonconformities related to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat the superficial femoral artery (sfa). The 5.5x80mm supera self-expanding stent system was positioned in the target lesion. During deployment, the thumbslide was activated allowing the stent to advance but the device failed to release the stent. When the shaft was pulled slightly, the stent deployed and elongated for about 1cm and extended to the bifurcation with the deep femoral artery (dfa). The stent was deployed across the bifurcation of the sfa and dfa. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.